Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: lasso catheter, carto mapping system. Other company¿s devices were used during this study: cobra fusion150 (estech,sanramon), atriclip prosystem(atricureinc.,westchester), nonsteerable transseptalsheath(sl1,st.judemedical). (B)(6). Manufacturer's ref. No: (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 1 patient with persistent atrial fibrillation underwent radiofrequency catheter ablation and suffered a stroke; the patient underwent extensive rehabilitation, and after 6 months, his status improved, leaving only residual paresis. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿electrophysiological findings after surgical thoracoscopic atrial fibrillation ablation.¿ the purpose of this study was to goal of this study was to evaluate the success and electrophysiological follow-up after using the cobra fusion device to deliver a circumferential lesion set anterior to the pulmonary veins in an attempt to isolate the posterior left atrium(box isolation). The 33 patients were enrolled in this study. Suspected device is smarttouch thermocool ablation catheter, however catalog and lot number are unknown.